Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring was damaged on the motor device. It was noted that there was liquid damage (motor and control unit defective), the coupling was worn and the bearing was stiff. During pre-repair testing, it was observed that the device failed for temperature specifications. It was noted in the service order that the when the device was attached to the console device, an e5 error code was displayed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.